Event description:
The customer reported, the system displayed a collimator iris too large error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator. The ge representative reported that exposure tests were in tolerance. There was no accidental radiation occurence. The collimator iris error would halt x-rays until the technician pressed a key. The system operates as intended.